Event description:
It was reported that the case to replace the implantable neurostimulator (ins) and leads was aborted after replacement leads could not be placed. It was noted that the surgeon did not want to implant ins for future referral option. It was noted that the ins was not implanted. Additional information was requested but was not available at the date of this report. Refer to manufacturer report # 3004209178-2014-04409.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4). Analysis for the ins with serial number (B)(4) was conducted in manufacturer report # 3004209178-2014-04409.

Event description:
Additional information received reported that the physician could not get the lead into the proper position due to the patient's anatomy.